Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2018 it was noted via a CT scan that the filter was tilted 68 degrees in the posterior direction. No patient complications were reported. It was further reported that the distal tips of the struts appears to extend outside of the ivc wall, but they are contiguous with the wall, and there is no fat plane between the distal end of the struts and the wall. The filter is tilted such that the apex of the filter contacts the posterior wall of the ivc. The apex of the filter extends to the level of the uper wall of the retroaotic left renal vein such that it crosses the entire ostium. It is well below the right renal vein. The distal end of the struts extends to the ivc bifurcation. No ivc stenosis is identified.

Event description:
A greenfield filter was implanted on (B)(6) 2007. On (B)(6) 2018 it was noted via a CT scan that the filter was tilted 68 degrees in the posterior direction. No patient complications were reported.